Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the following results were received on an inform ii system with the same patient within 6 minutes: 316 mg/dl, 183 mg/dl, and 84 mg/dl. No adverse event was reported. The alleged product was replaced and requested for evaluation.